Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A revision procedure was performed and the device was explanted and the ra lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high pacing lead impedance measurement greater than 2,000 ohms. However, the out of range value was unable to be viewed. Boston scientific technical services (ts) discussed the trending window. A review of the trend showed that the atrial impedance measurements had been previously stable in the 200 to 800 ohms range. Further, non-physiologic noise and farfield oversensing on the ra channel was noted on an electrogram (egm). Ts provided troubleshooting options. Lead fracture was suspected, however, not confirmed. Subsequently, programming changes were made. The system remains in service. No adverse patient effects were reported.